Event description:
Customer reported he experienced some high and low blood glucose readings. Customer stated he went walking before lunch and his blood glucose dropped to 53 mg/dl. Customer stated he has also experienced high blood glucose in the 250 mg/dl range. Customer stated he had issues with the infusion set adhesive; he changed the infusion set but did not realize that he had to prime again. He also stated that that if he is not connected to the insulin pump it does beep. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.